Manufacturer narrative:
Clinical review: there is a possible temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. However, it is unknown if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the fresenius cycler with fresenius cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s nurse stated the peritonitis was due to the patient not following aseptic technique. Based on the information available and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the fresenius cycler with fresenius cassette can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on home dialysis modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In a follow-up call, a nurse stated the patient has been on hemodialysis modality for over 7 years. It was reported the patient transitioned to incenter hemodialysis from peritoneal dialysis (pd) therapy due to a severe peritonitis infection (date unknown). It was unknown if the patient was utilizing fresenius products when the peritonitis event occurred. However, per the nurse, the peritonitis was caused by the patient not following aseptic technique (not due to any product issues). No additional information about the event was available.